Event description:
It was reported that the patient had a difficulty charging the ipg and was not able to feel any stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months ago.